Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 15775981.

Event description:
It was reported that the patient had a (B)(6) infection at the pocket site. Symptoms of fever and swelling at the pocket site were noted. The infection was not device related and the cause was unknown. It was also noted by the rep that the recent revision did not contributed infection. The patient was placed on antibiotics. All explanted devices were explanted and were not released.